Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose level. The blood glucose level of customer was 2.2 mmol/l. Current blood glucose level 5.7 mmol/l. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was known that auto mode feature was not active at the time of incident. Customer was treated with food. Customer did allege that insulin pump was over delivering insulin. Customer found odd that, blood glucose was high then went low. Insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set